Manufacturer narrative:
Device evaluation: 1 unit of evo-pc-10-11-6-b lot# c1647957 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted.    Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6)2021. On evaluation of the device the polyimide was observed to be broken and returned separated. Lock wire was not returned. Handle was actuating fine for deployment and recapture. Following review of the sample label attached to the work order this file was opened to capture a use error situation of using an expired device. Documents review including IFU review: prior to distribution evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl according to information provided, a biliary stent was attempted to be implanted on the (B)(6) 2021. Upon review of the sample label attached to the work order (B)(4), the expiry date of the device was confirmed to be ¿2021-09-09¿. This confirms that the complaint device was used after its expiry date. The customer complaint can be confirmed as the device was used after its expiry date. It can be noted that all evo devices are shipped with a product label placed on the outer evo carton box and product label placed on the inner pouch. Both labels contain information with manufacturing and expiration dates. It should be noted that the instructions for use (ifu0057-5) states the following: ¿if an abnormality is detected that would prohibit proper working condition, do not use¿. There is sufficient evidence to suggest the user did not follow the IFU. A definitive root cause of 'user error' was identified from the available information. Evo devices should not be used beyond the date specified on the product label, therefore the user did not follow the instructions for use. As per cirl procedure " use of expired device" is defined as the failure of a user to follow the defined instructions.   Summary: the complaint is confirmed based on customer testimony as the device was used after its expiry date. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted as a cancellation report following completion of the investigation as the complaint no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No adverse effect to the patient was reported as occurring. Overall risk assessed as category iii (low). Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Event description:
Supplement report being submitted due to changes made to failure mode applied capturing a user error situation, investigation completed on (B)(6) 2022.**note: a cancellation report (3001845648-2021-00893 follow-up#1) was previously submitted for this complaint in error. **

Manufacturer narrative:
Device evaluation 1 unit of evo-pc-10-11-6-b lot# c1647957 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted.    Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 09 dec 2021 on evaluation of the device the polyimide was observed to be broken and returned separated. Lock wire was not returned. Handle was actuating fine for deployment and recapture. Following review of the sample label attached to the work order this file was opened to capture a use error situation of using an expired device. Documents review including IFU review prior to distribution evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. According to information provided, a biliary stent was attempted to be implanted on the 25th nov 2021. Upon review of the sample label attached to the work order (c1647957), the expiry date of the device was confirmed to be ¿2021-09-09¿. This confirms that the complaint device was used after its expiry date. The customer complaint can be confirmed as the device was used after its expiry date. It can be noted that all evo devices are shipped with a product label placed on the outer evo carton box and product label placed on the inner pouch. Both labels contain information with manufacturing and expiration dates. It should be noted that the instructions for use (ifu0057-5) states the following: ¿if an abnormality is detected that would prohibit proper working condition, do not use¿. There is sufficient evidence to suggest the user did not follow the IFU.   Root cause review a definitive root cause of 'user error' was identified from the available information. Evo devices should not be used beyond the date specified on the product label, therefore the user did not follow the instructions for use. As per cirl procedure, " use of expired device" is defined as the failure of a user to follow the defined instructions.   Summary the complaint is confirmed based on customer testimony as the device was used after its expiry date. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
The safety wire was released very late. The safety wire hook got stuck in patient. They used pliers to pull the hook out of the patient. After that they had to place a new stent (from boston). (348426 ) our stent was also out of date (09-sep-2021). (349419) a section of the device did remain inside the patient¿s body. The safety wire hook got stuck in patient. The had to use a plier to pull the hook out of patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while removing the introducer, o. What endoscope type and channel size was used? Duodenoscope, 3,7mm. What was the position of the elevator? N/a. Details of the wire guide used (diameter, type, make)? Boston jagwire. Was the zip port facing upwards and slightly curved when backloading the wire guide? Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site. How long was the stent in the patient by the time this complaint occurred? In place! For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. If yes, how often was this completed? Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? They placed a new stent from boston in the same procedure. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed. Stricture information: what was the length and diameter of the stricture? Where was the stricture located in the body? Was there resistance felt passing wire guide through stricture? N/a, yes, no. Was there resistance felt passing the evolution through stricture? N/a, yes, no. Was the stricture dilated before stent placement? N/a yes, no. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? No. If yes, at what point? Questions related to during stent placement: did the product fail during stent deployment or recapture? Deployment. If other, please specify . Was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No. Questions related to during introducer withdrawal: are images of the device or procedure available?no. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a. If yes, what was used? Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no. Was the safety wire fully removed before removing the delivery system? , no. Did any part of the product snag/get caught with the stent when removing the delivery system? Yes. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices): what instrument was used for stent repositioning / removal? Forceps. If other, please specify. Was resistance encountered during advancement and/or deployment? No. If yes, please when this was felt? Advancement or deployment. How did the physician deal with this resistance? Was the lasso (suture) loop used during repositioning.

Manufacturer narrative:
Supplement report being submitted due to changes made in the medical device problem code which was updated from "use of device problem" to "improper or incorrect procedure or method". Device evaluation 1 unit of evo-pc-10-11-6-b lot# c1647957 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 09 dec 2021. On evaluation of the device the polyimide was observed to be broken and returned seperated. Lock wire was not returned. Handle was actuating fine for deployment and recapture. Following review of the sample label attached to the work order this file was opened to capture a use error situation of using an expired device. Documents review including IFU review prior to distribution evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. According to information provided, a biliary stent was attempted to be implanted on the 25th nov 2021. Upon review of the sample label attached to the work order (c1647957), the expiry date of the device was confirmed to be ¿2021-09-09¿. This confirms that the complaint device was used after its expiry date. The customer complaint can be confirmed as the device was used after its expiry date. It can be noted that all evo devices are shipped with a product label placed on the outer evo carton box and product label placed on the inner pouch. Both labels contain information with manufacturing and expiration dates. It should be noted that the instructions for use (ifu0057-5) states the following: ¿if an abnormality is detected that would prohibit proper working condition, do not use¿. There is sufficient evidence to suggest the user did not follow the IFU. Image review n/a root cause review a definitive root cause of 'user error' was identified from the available information. Evo devices should not be used beyond the date specified on the product label, therefore the user did not follow the instructions for use. As per qsi1426 rev 23, section 5.13.1, " use of expired device" is defined as the failure of a user to follow the defined instructions. Summary the complaint is confirmed based on customer testimony as the device was used after its expiry date. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplement report being submitted due to changes made in the medical device problem code which was updated from "use of device problem" to "improper or incorrect procedure or method".